Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000090, serial/lot #: rev. 8 : s/n (B)(4); product ID: bi30000101, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that multiple frame rate errors during 2d imaging was found during checkout. Component parts were replace and the system then passed the system checkout and was found to be fully functional. Fdm/fdr and fdc applies to pli10. Pli50 and pli 60 is under analysis at this time. Additional report will be submitted once completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the frame rate errors and the mobile view station (mvs) computer has issues. The mvs is giving multiple errors including system error. No patient was present at the time of the event.

Manufacturer narrative:
H3) the umbilical cable and the mobile view station (mvs) computer were both returned for analysis. The umbilical cable was physically damaged and the yellow side cable connector was broken and missing. The mvs computer was found to give multiple errors. The initial complaint of slow booting was confirmed. It was found that there was corrupted data on the hard drive that was ultimately causing the initial complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.